Event description:
It was reported that the artificial urinary sphincter (aus) was explanted on an unspecified date due to unspecified reasons. A new aus device was later implanted on (B)(6) 2019. It was further reported that the aus was removed on the same date the new device was implanted. The previous aus was explanted due to recurring incontinence. There were no device issues or malfunctions and the patient was in good condition following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.